Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which resulted in peritonitis. The breach was not further specified. The patient was hospitalized for the event. On an unreported date in the same month as the onset, the patient began treatment with unspecified antibiotics (dose, frequency and route not reported) for peritonitis. On an unreported date, the patient recovered from the peritonitis event. The action taken with pd therapy was not reported. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.